Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037846081. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device and imaging required, blood transfusion, hospitalization, intensive care) and renal impairment. Risk review a risk review was completed and confirmed that the events of pericardial effusion (pe) and renal impairment were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was intubated, and transesophageal echocardiography (tee) was performed. No effusion was noted at the beginning of the procedure. Transeptal puncture was performed after a weight-base heparin was administrated to the patient. No abnormalities were noted during transeptal puncture. After sizing the appendage, a 31mm closure device was selected. Two partial recaptures were performed before optimal deployment was obtained. The closure device was then deployed. During the post-procedural tee performed by anesthesia, a pericardial effusion towards the right ventricle of the heart was noted. A pericardiocentesis was performed and 400ml of dark red blood was removed. The patient received a blood transfusion and was transferred to the intensive care unit (ICU) intubated for a little over a week. The patient spent about two weeks in the hospital. The patient needed dialysis and was intubated for a few days post complication. The patient recovered and was discharged. It was further reported that the patient was not a dialysis patient pre-procedure. The elevation of the creatine was an acute issue; the patient was placed on continuous renal replacement therapy (crrt). Due to the patient age and acute kidney injury (aki) this was the best option. The patient only received this while in the ICU.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was intubated, and transesophageal echocardiography (tee) was performed. No effusion was noted at the beginning of the procedure. Transeptal puncture was performed after a weight-base heparin was administrated to the patient. No abnormalities were noted during transeptal puncture. After sizing the appendage, a 31mm closure device was selected. Two partial recaptures were performed before optimal deployment was obtained. The closure device was then deployed. During the post-procedural tee performed by anesthesia, a pericardial effusion towards the right ventricle of the heart was noted. A pericardiocentesis was performed and 400ml of dark red blood was removed. The patient received a blood transfusion and was transferred to the intensive care unit (ICU) intubated for a little over a week. The patient spent about two weeks in the hospital. The patient needed dialysis and was intubated for a few days post complication. The patient recovered and was discharged.

Manufacturer narrative:
B5. Describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was intubated, and transesophageal echocardiography (tee) was performed. No effusion was noted at the beginning of the procedure. Transeptal puncture was performed after a weight-base heparin was administrated to the patient. No abnormalities were noted during transeptal puncture. After sizing the appendage, a 31mm closure device was selected. Two partial recaptures were performed before optimal deployment was obtained. The closure device was then deployed. During the post-procedural tee performed by anesthesia, a pericardial effusion towards the right ventricle of the heart was noted. A pericardiocentesis was performed and 400ml of dark red blood was removed. The patient received a blood transfusion and was transferred to the intensive care unit (ICU) intubated for a little over a week. The patient spent about two weeks in the hospital. The patient needed dialysis and was intubated for a few days post complication. The patient recovered and was discharged. It was further reported that the patient was not a dialysis patient pre-procedure. The elevation of the creatine was an acute issue; the patient was placed on continuous renal replacement therapy (crrt). Due to the patient age and acute kidney injury (aki) this was the best option. The patient only received this while in the ICU.